Event description:
It was reported that the pump battery took longer than expected to charge. Additionally, it was reported that the pump battery was intermittently depleting quickly, resulting in the pump shutting down. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.